Event description:
It was reported by the rep the device was used in a colostomy takedown. It was reported the staples did not hold across the entire staple line when the ax55b was fired low in the pt's pelvic area, creating a gap (approx 20mm) near the edge of the staple line. Since the next instrument used was the ecs29, the dr inserted the ecs29's trocar through the gap (instead of centering it). Sutures were placed around the trocar to close the gap. After firing the ecs29, the distal doughnut was found to be broken. Although the anastomosis appeared to be good since no bublles were created when tested, the drs did not not feel comfortable leaving it that way and decided to create an ileostomy. In further discussion with the dr after the case, he did not feel the sigmoid/rectal tissue was too thick for the ax55b, but it was possible that it was inflamed.